Manufacturer narrative:
Of the 5 allegations of a malfunction, 0 pumps were returned to animas and investigated. During investigation for unrelated complaints, there were 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a temp issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-63 years of age and between 18 and 229 pounds. Of the reported patients, 1 was male, 4 were female, and 0 were unknown.